Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s recharger was unresponsive/beeping. The patient reported that same beeping problem happened previously and she talked to a manufacturer representative (rep) who told her to reset the recharger which the patient¿s son did and resolved the issue, but the beeping was back again. The patient reported a blank, unresponsive recharger screen. The steps for resetting the recharger were reviewed and this troubleshooting resolved the issue. No symptoms were reported. The issue began in (B)(6) 2016, about a week prior to (B)(6) 2016. The rep was made aware of the issue about a day after it began. Additional information received from the manufacturer representative stated that the patient's implantable neurostimualtor (ins) was now in overdischarge and they are going to try to recover the battery. It was reported that the battery was charged a week prior to the reported but now it is unresponsive. Additional information was received. Manufacturer representative indicated overdischarge has not been resolved. Manufacturer is meeting with patient and physician. Additional information received from the manufacturer representative stated that the patient has not been able to keep the ins out of overdischarge so they will be discussing battery replacement with their doctor after the doctor returns at the end of (B)(6). Additional information received from the manufacturer representative stated that the patient has been unsuccessful to recharge the battery and they have been unable to bring it out of the overdischarge state. It was reported that the patient is overwhelmed with the commitment to recharge. The patient is going to speak to their physician about replacing the battery with a non-rechargeable and is also contemplating going for a replacement altogether.

Event description:
Additional information received from patient. It was reported that patient weighed (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were able to pull the patient's ins out of overdischarge but that the ins is charging and discharging very erratically (charging to 100% and then trying to interrogate with 8840 and it shows the ins as being discharged). Multiple ins recharges were used and the issue persisted. It was reviewed that when the ins comes out of overdischarge this can happend and the patient should continue charging the ins even with the it rapidly discharging/charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient had an appointment with their managing physician on (B)(6) 2017 and that the overdischarge had not been resolved yet. The patient called in on (B)(6) 2017 and asked to speak with a manufacturer representative (rep) regarding their replacement surgery on wednesday ((B)(6), 2017). No further complications were reported/expected.